Manufacturer narrative:
The returned device was evaluated and the downloaded device returned an 0x14 alarm, indicating that the pod is occluded. The exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. During investigation, the device was able to connect to the pdm and a bolus of 5 units was successfully delivered. The data was downloaded, and did not generate an alarm. The device did not show any signs of struggle or pulse width increases. The drive mechanism was closely inspected, and no defects or damages were found that would impact device function.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose . Chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 376 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment a shot of insulin was administered and the pod was changed. The patient's blood glucose and insulin history are as follows: (B)(6).